Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was 486 mg/dl. Customer experienced symptoms like nausea and thirst and treated with IV fluids and manual injection. Customer¿s blood glucose at time of incident was 500 mg/dl and current blood glucose was in the range of 300 mg/dl. The customer was wearing the insulin pump during the hospitalization. Customer stated that cannula was bent which was lead the customer to hospitalized. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.